Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted.  Reporter email address: unknown, information not provided. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dib00 model intraocular lens (iol) had a scratch on the edge of the optic . Surgeon left the lens in as the scratch was not central in the optic zone. No further information available.